Manufacturer narrative:
By checking the sterilization chart of the lot# of component explanted, no anomaly was found, thus we can state that these components had been properly sterilized before being placed on the market. We will submit a final report after final investigation.

Event description:
Shoulder revision surgery due to infection performed on (B)(6) 2019. In the previous surgery performed on (B)(6) 2019, all the components were removed, except the stem (code #1308.15.156, lot #1206241, ster. #1700318) because was well fixed, but then removed in the current surgery. According to the information received the patient had a history of shoulder instability and we can summarize the events as following: 1st surgery was performed on (B)(6) 2018; this surgery was not a primary tsr, since patient had a previous failed arthroplasty (competitor implant). 2nd surgery was performed on (B)(6) 2018 (limacorporate ref. 247/18, not reported to FDA because involved products were not marked in us): revision surgery due to shoulder instability. 3rd surgery was performed on (B)(6) 2018 (limacorporate ref. 328/18, not reported to FDA because involved products were not marked in us): revision surgery due to instability. Open reduction performed on (B)(6) 2018 and on (B)(6) 2018. 4th surgery was performed on (B)(6) 2018 (limacorporate ref. 332/18, not reported to FDA because involved products were not marked in us): revision surgery due to shoulder instability and dislocation. 5th surgery was performed on (B)(6) 2018 (limacorporate ref. 358/18, not reported to FDA because involved products were not marked in us): revision surgery due to dislocation. 6th surgery was performed on (B)(6) 2018 (limacorporate ref. 04/19, MFR 3008021110-2019-00002): revision surgery due to infection and dislocation 4 days after mobilizing the shoulder without the sling. 7th surgery was performed on (B)(6) 2019 (limacorporate ref. 055/19, MFR 3008021110-2019-00022): removal of cta head for infection. Rep covered commented that revision stem was well fixed and surgeon did not want to remove the stem. Event occurred in (B)(6).

Event description:
Shoulder revision surgery due to infection performed on the (B)(6) 2019. In the previous surgery performed on the (B)(6) 2019, all the components were removed, except the stem (code #1308.15.156, lot #1206241, ster. #1700318) since it was well fixed. The stem was then removed during the revision surgery object of this report (lima ref.75/19, FDA ref: 3008021110-2019-00030). According to the information received, the patient had a very complicated history of shoulder instability/infection and we can summarize the events as following: 1st surgery was performed on (B)(6) 2018. This surgery was not a primary tsr, since patient had a previous failed arthroplasty (competitor implant); 2nd surgery was performed on (B)(6) 2018 (event associated to limacorporate ref. 247/18, not reported to FDA - product involved never marketed in USA): revision surgery due to shoulder instability; 3rd surgery was performed on (B)(6) 2018 (event associated to limacorporate ref. 328/18, not reported to FDA - product involved never marketed in USA): revision surgery due to shoulder instability; open reductions performed on (B)(6) 2018; 4th surgery performed on (B)(6) 2018 (event associated to limacorporate ref. 332/18, not reported to FDA - product involved never marketed in USA): revision surgery due to shoulder instability and dislocation; 5th surgery performed on (B)(6) 2018 (event associated to limacorporate ref. 358/18, not reported to FDA - product involved never marketed in USA): revision surgery due to dislocation; 6th surgery performed on (B)(6) 2018 (event associated to limacorporate ref. 04/19, FDA ref.:3008021110-2019-00002): revision surgery due to infection and dislocation 4 days after mobilizing the shoulder without the sling. During this surgery, a smr anatomic hemi prosthesis with cta head was implanted; 7th surgery performed on (B)(6) /2019 (event associated to limacorporate ref. 55/19, FDA ref.:3008021110-2019-00022): removal of cta head due to infection. Removal of prosthesis and implementation of antibiotics treatment, only the stem was not removed; 8th surgery performed on (B)(6) 2019 due to infection (object of the current report). Revision stem was explanted. According to the info received, specimens were taken and sent for analysis. It has been reported that scant growth of p. Acnes was found. Event happened in australia.

Manufacturer narrative:
DHR check: by checking the sterilization chart of the lot# of the component explanted, no pre-existing anomaly was found on a total of 20 revision stems manufactured with the same lot# (lot#1206241, ster. 1200216), thus we can state that stem involved had been properly sterilized before being placed on the market. Moreover, this is the first and only complaint received on ster. Lot #1700318 and, according to our records, at least 100 components with the same ster. Lot# have already been implanted. Explants analysis: stem explanted was not available to be returned to limacorporate. X-rays analysis: when investigating the previous infection case, we received pre-revision x-rays dated (B)(6) 2019, that had been sent to our medical consultant for a clinical opinion. No additional x-rays were received related to this 8th revision surgery. Our medical consultant had confirmed the presence of infection, already visible on x-rays dated (B)(6) 2019, and had also commented: "I am suspicious that there is distal endosteal change consistent with infection around the humeral stem. [..] Leaving the stem in situ is not good practice and while it will be difficult under ideal conditions (ie no retained prosthesis) it will be impossible to eradicate the infection with the stem retained". Therefore, according to his analysis (which was made without being aware of the further surgery performed to remove the stem), by leaving the stem in situ, there was the risk not to completely eradicate the infection. After the medical opinion we received about the clinical history of this patient previously reported, we can conclude that multiple surgeries could have strongly contributed to the infection cases related to this patient. Based on the above considerations and stating that: the check of the ster. Charts of the component removed during this surgery - stem code 1308.15.156, lot #1206241, ster. #1700318- confirmed the regular sterilization of all the components placed on the market with this lot#; the check of the ster. Charts of the components removed during previous surgery -cta head code 1323.09.460, lot# 1404947 ster. 1400138 and adaptor code 1352.15.200, lot# 1800755 ster. 1800162- confirmed the regular sterilization of all the components placed on the market with these lot#, we can classify this event as not product related. Most probable cause for this last revision is related to the complicated surgical history of this patient and possible poor surgeon decision to leave the stem in situ during the previous surgery, despite of infection. Pms data: according to our pms data, revision rate due to infection of smr anatomic hemi system is (B)(4). None of these incidents was product related. None of these previous cases of infection was classified as product-related. No specific action for this case. Lima corporate will continue monitoring the market to promptly detect any further similar event.